Event description:
A malfunction was reported on a pump. It was unclear if there was any impact on the customer's blood glucose level, as the customer declined to answer specific questions about it. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.